Manufacturer narrative:
Prior to use in the patient, a foreign material (a string) was found when the select plus 150/5 cm 45 shape microcatheter was flushed. There was no adverse event reported. Other than the reported event, no other damages were noticed on the microcatheter (kink, bends, compressed, fracture, separated, etc). It was reported that the foreign material will not be returned for analysis, however a picture was provided and the provided picture correlates with what was sent to fal. An opened pouch was received inside of a plastic bag. Inside of the pouch was a non-sterile prowler select plus microcatheter and the mounting card with the stylet. On the stylet mounting card a blue fiber that appears to be cotton. There are no similar materials (cotton) in the manufacturing process or manufacturing area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15032397 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported foreign material was confirmed. The cause/timing of the event could not be conclusively determined because the package was opened and the device was handled prior to the foreign material being observed. In addition there are no similar materials (cotton) in the manufacturing process or manufacturing area. With review of the analysis, the manufacturing process and the device history records there is no indication that it is related to the manufacturing process. Inspections are in place to prevent this type of failure from leaving from the facility. The cause of the event remains inconclusive and undetermined; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use in the patient, a foreign material (a string) was found when the select plus 150/5 cm 45 shape microcatheter was flushed. There was no adverse event reported. The foreign material will not be returned for analysis, however a picture was provided. Other than the reported event, no other damages were noticed on the microcatheter (kink, bends, compressed, fracture, separated, etc).